Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Unit alarmed motor error during basic occlusion test due to faulty fsr. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify no delivery alarm due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was flush. The insulin pump is being replaced and is expected to return for analysis.